Event description:
Additional information received. It was noted there was ongoing, significant bleeding from bilateral groin access sites. Patient remains on dobutamine, vasopressin, and norepinephrine. Levophed requirements have escalated overnight to 35 mcg/min. Patient has received multiple blood products as well over the last 24 hour course. A dialysis catheter is currently in the left groin and plans in place to transition access to subclavian. Vascular surgery evaluated the patient and was considering placement of an additional suture to assist with hemostasis on the right groin where the impella cp is. Discussed the case with the physician and vascular surgery. Given worsening vasopressors needs and persistent bleeding, recommendation was made to escalate support to an impella 5.5. The following day the patient was extubated post right groin vascular repair. Patient receiving 1 unit of packed red blood cells (prbc) and platelets.

Manufacturer narrative:
Correction: b5. Additional information was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of the bleeding was determined to be patient condition because of the bleeding form both groin access sites. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. On (B)(6) 2025 1 unit prbcs given for low hemoglobin without signs or symptoms of bleeding.